Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and an 8 inch portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Flat, non-laminated thrombus formations were present on the body of the rotor. The depositions were not adhered to the rotor, but areas of the depositions were hard and denatured, indicating that they were present while the pump was operating. Origins of the depositions could not be determined. Examination of the proximal side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball and on the stator blades. The lack of laminated layering suggests that these depositions did not form in this location. Although their origin and duration of time for which they were present in the outlet stator cannot be conclusively determined, the depositions had evidence of denaturation and were similar to the depositions found in the rotor, which suggests that they were present in the pump while it was in operation. The thrombus formations would have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Examination of the shielding and bionate revealed no anomalies. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2014-01885 for the report of the previous pump exchange. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient also had a previously reported pump exchange on (B)(6) 2014 due to pump stoppages and suspected device thrombosis. On (B)(6) 2017, the patient presented to the hospital with an elevated lactate dehydrogenase (ldh) of 2100 u/l and dark urine. The patient¿s inr upon admission was 2.8. It was reported that this was the patient¿s second admission for elevated ldh and sub-therapeutic inr. The first was previously unreported, and occurred on (B)(6) 2016. A ramp echocardiogram (echo) study was performed and revealed that the aortic valve did not close with increased lvad speed. The patient was treated with a heparin infusion; however, the patient¿s ldh continued to rise to 3326 u/l. It was reported that on (B)(6) 2017 the patient underwent a pump exchange due to thrombus.